Manufacturer narrative:
(B)(4).

Event description:
The patient experienced two episodes of ventricular fibrillation which appeared to be oversensing and not a true ventricular tachycardia. The patient did not receive any inappropriate therapy. Sjm was contacted and confirmed noise on the v sense/amp channel. The physician plans to explant the lead in (B)(6) 2017. No intervention has been performed and the patient is enrolled in merlin.net and is in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient experienced two episodes of ventricular fibrillation which appeared to be oversensing and not a true ventricular tachycardia. The patient did not receive any inappropriate therapy. Abbott was contacted and confirmed noise on the v sense/amp channel. The lead was capped and replaced and the patient is in stable condition.